Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a robotic-assisted hysterectomy procedure on (B)(6) 2025 when it was reported, ¿during roll-in, a port tip clogging error occurred, and at the same time, spo2 dropped to around 90. The omentum was sucked into the port tip, and the saturation stabilized after removing the tissue and pulling up the port.". Further assessment that the procedure was completed as planned. The as-ifs1, airseal ifs, 120v, was used in the procedure and will be reported as a concomitant device. This report is being made because conmed japan is reporting to the pmda. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised failure to follow the instructions for use can lead to serious surgical consequences. The possibility of air entrainment exists under the following conditions: severe pressure applied externally to the abdomen - severe and protracted leaking through other conventional ports in place or an open incision - severe and prolonged suction. During these conditions as described above, the displacement of the insufflation gas with air is temporary and the entrained air will be displaced by co2. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a robotic-assisted hysterectomy procedure on (B)(6) 2025 when it was reported, ¿during roll-in, a port tip clogging error occurred, and at the same time, spo2 dropped to around 90. The omentum was sucked into the port tip, and the saturation stabilized after removing the tissue and pulling up the port.". Further assessment that the procedure was completed as planned. The as-ifs1, airseal ifs, 120v, was used in the procedure and will be reported as a concomitant device. This report is being made because conmed japan is reporting to the pmda. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.